Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced soreness and pain when inflating the device. The patient also stated that he was not able to achieve a full erection with the ipp and that he can feel the tubing of the device in his scrotum, which was uncomfortable. A second opinion from a different physician was suggested. No additional information was reported.